Event description:
Related manufacturer reference number: 2017865-2023-48502. It was reported the patient presented in clinic for follow up. Upon interrogation, it was discovered the atrial lead and right ventricular lead failed to capture and had completely dislodged due to twiddling. The leads were explanted and replaced. The patient was in stable condition.